Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, arteriovenous fistula, vessel spasms, thrombosis, dissection, or perforation, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra microcatheter, guide catheter, and guidewire. During the procedure, the physician completed one pass in the target vessel using the jet7. The jet was then removed from the patient and clot was flushed out of the jet7 using a 2.5cc syringe on the back table. Recanalization was achieved after one pass resulting in a thrombolysis in cerebral infarction (tici) grade 2b. The physician then advanced the same jet7 to the m2 segment and injected a contrast agent using a 10cc syringe to check the occlusion. While performing the contrast run, the distal tip of the jet7 expanded and broke, and the anterior choroidal artery ruptured. To treat the rupture, the physician placed nine coils in the internal carotid artery (ica). The procedure ended at this point. On (B)(6) 2020, the patient expired. The patient's cause of death is unknown but was determined to be related to the jet7.